Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/13/2021. H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6 retained sample evaluation: five retain samples of incident code nw9254 and lot t7002 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance - breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 4.577 kgf and value at release was found to be 4.650 kgf which meets the in-house average knot pull tensile strength requirement i.e. Nlt 3.900 kgf. All the individual as well as average knot pull tensile strength test values were found to meet the in-house specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident is one and isolated case for code nw9254/lot t7002 no other event was reported for same description from other parts of country where this lot was distributed. Based on the analysis this is not a confirmed complaint.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot no ¿ t7002. What was used to complete the procedure? Another suture was used to complete the procedure. What tissue was being approximated or sutured when it broke? Sheath closure. Procedure date? (B)(6) 2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw# 2210968-2021-10867. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a general surgical procedure on an unknown date and suture was used. The suture broke during the case. No adverse patient consequences were reported. Additional information was requested.